Manufacturer narrative:
This device will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that inappropriate shocks were delivered due to oversensing when it come to this subcutaneous implantable cardioverter defibrillator (s-ICD). A follow took place and isometric postures did not reproduce noise. The devices tachycardia therapy was switched off. Additional follow up noted that artifacts were reproduced when the patient twisted their torso and during pocket manipulation. The device has since been programmed to secondary vector. An x-ray was sent for review to technical services (ts). Ts noted that from the lateral image when the electrode is coming out of the header it suggests a potential kink. It was noted that this could not be confirmed as the frontal view was not available via x-ray. Additional information noted that this patient received another inappropriate shock and a review by ts was needed. To date, no further information was provided when it comes to this case. Additional information noted that this device was explanted and will returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that inappropriate shocks were delivered due to oversensing when it come to this subcutaneous implantable cardioverter defibrillator (s-ICD). A follow took place and isometric postures did not reproduce noise. The devices tachycardia therapy was switched off. Additional follow up noted that artifacts were reproduced when the patient twisted their torso and during pocket manipulation. The device has since been programmed to secondary vector. An x-ray was sent for review to technical services (ts). Ts noted that from the lateral image when the electrode is coming out of the header it suggests a potential kink. It was noted that this could not be confirmed as the frontal view was not available via x-ray. Additional information noted that this patient received another inappropriate shock and a review by ts was needed. To date, no further information was provided when it comes to this case. Additional information noted that this device was explanted and will returned. No additional adverse patient effects were reported.